Manufacturer narrative:
Correction(s): d4. Lot number was updated to: k11250807 0926. D4. Unique identifier (UDI #) was updated to: (B)(4). H4. Device manufacture date was updated to: 08/07/2025.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, staff called to report that the surgeon consistently experienced difficulty with scissors, specifically noting that the scissors would not close when rotated to the left. The issue was reported to occur in various procedures and with different scissors in the right hand. No system errors or messages were present. The root cause was undetermined. The procedure was completed as planned with no reported injury.